Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted.

Event description:
The business unit in (B)(4) reported the following: a sensation 34cc balloon catheter was inserted into a patient with a cs300. The balloon waveform was good while a flat line of arterial pressure was shown, ie. No signal from arterial pressure. The customer swapped out the cs300 for a cardiosave but the result was the same. The user then removed the balloon catheter and inserted a new one (sensation 34cc balloon catheter) and immediately a waveform was shown in the arterial pressure line. It was reported that the patient later died. The death is not being attributed to the cs300. There is no alleged malfunction of the cs300. A related balloon complaint was opened in trackwise under record (B)(4). A related cardiosave complaint was opened in trackwise under record (B)(4).